Event description:
It was reported that after ventricular tachycardia (vt) had been induced in the patient as part of defibrillation threshold testing, the right ventricular lead failed to defibrillate, and external rescue was required. It was determined that the lead undersensed the vt. The lead was programmed off. Later, the lead was capped, and the pace/sense portion of the lead replaced, but the high-voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).